Event description:
It was reported that the ilet touchscreen was cracked after the device was dropped, and the screen remained functional. Symptoms included no injury. Outcomes included continued device usability, and a replacement device was arranged with return of the original. Investigation included internal review of the reported hardware damage and coordination for device return. Investigation of this case revealed physical damage to the display consistent with impact. It was concluded that the event was due to accidental damage and not a device malfunction.